Manufacturer narrative:
Discrepant weak false positive forward grouping results soon after the preventative maintenance was performed by fe on 12oct2020. Most probable root-cause was due to a faint vertical line interfering on the image further investigation determined a new reference image was needed, which corrected the shadow in the card image. No biased result was reported to physician. Qc testing also failed, and was questioned by the customer. There was no patient harm. (B)(4).

Event description:
Customer reports the gel camera is misreading negative reactions as 1+, and she sees a faint vertical line interfering on the image (both on the provue monitor and printout). Issue is not isolated to one microwell and has occurred in abd/reverse cards and igg gel cards. No erroneous results reported due to this issue. It occurred while testing qc and patient samples soon after the preventative maintenance was done by fe on 10/12/2020. Customer reviewed the gel cards that had the unexpected 1+ reactions, and confirmed the result should have been called negative since the microwell did not have agglutination diffuser plate was inspected and not believed to be damaged nor dirty. Tsc confirmed the cards being used are free of scratches and debris. Request for tif image retrieval was made, but customer declined. Tsc requested for fax, or email of an image with the issue, customer also declined. Data collected and documentation indicates that field service will investigate. Tsc will attempt to repair the instrument and close the complaint when resolution has been reached. A service order has been created.